Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A trailblazer support catheter device was used during treatment of critical limbs ischemia for lower extremity with percutaneous transluminal angioplasty (pta) of right popliteal occlusion. It is reported that the trailblazer support catheter fractured at the radiopaque markers. An attempt was made to retrieve the fractured catheter with a snare, but physician was unsuccessful in grasping the catheter tip. It is reported that 30mm of the catheter remains in the patient¿s artery.